Event description:
Allegations according to complainant: it is alleged that on (B)(6) 2011, the pt was involved in an automobile accident and sustained a fracture of his back with paraplegia. On (B)(6) 2011, pt underwent the prophylactic placement of a cook celect ivc filter. On (B)(6) 2011, removal of the celect filter was allegedly attempted at (B)(6) medical ctr. The device was unable to be retrieved allegedly due to "the hook of the cook celect filter was likely covered by intimal hyperplasia causing it to be embedded in the wall of the inferior vena cava." It is alleged that plaintiff's physicians are "unwilling to attempt more aggressive measure(s) to remove the embedded filter" due to the risk involved.

Manufacturer narrative:
(B)(4). Lot #: unk as info was not provided but referred to as cook celect ivc filter. Exp. Date: unk as lot # is unk. Mrg date unk as lot # is unk. Rpn and lot number were not provided, device history record cannot be investigated. However, nothing indicates the device was not manufactured according to specification. No device, imaging studies or complete hosp or medical records have been available. Consequently, based on very limited info, it is difficult to comment on the alleged difficult filter retrieval. The exact root cause for the alleged difficult filter retrieval and hook embedment cannot be determined based on the limited info provided. Monitoring of similar reports will continue.